Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; moisture behind the display lens, response issues with the up arrow, down arrow and ok keypad buttons with no damage to the keypad. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: on investigation, moisture was confirmed behind the display lens. On testing, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Due to the blank display, the alleged keypad button issue was not able to be investigated. Leak testing revealed moisture ingress into the pump due to a display lens leak. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. There was evidence of moisture throughout the interior compartment of the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked.